Event description:
The facility allergy fellow reported a pt reaction during use with a dialyzer at the time of therapy. Within three minutes of the start of the pt treatment, the pt's systolic blood pressure dropped by 23, the whites of his eyes became red and the pt complained of chest pain. The customer stated that pt had experienced these symptoms previously when using non-baxter dialyzers. The allergy fellow stressed that this is a recurrent problem and the facility is not sure that the incident is related to the baxter dialyzer. The allergy fellow stated that she was unsure if this was a pt reaction to the dialyzer.

Manufacturer narrative:
The actual sample was discarded, the lot number is unk, and no companion samples are available for eval. Should a sample be received for eval, a follow-up report will be filed upon completion of an eval or if any add'l info becomes available.